Event description:
Related manufacturer report number: 2017865-2021-36279; 2017865-2021-36281; 2017865-2021-36286. It was reported that there was a suspicion of infection. The patient's pocket was opened and cultures sent to pathology for analysis. The cultures came back positive for gram positive cocci. The patient was sent to surgery for an extraction and the system was explanted and replaced. The patient was stable.